Event description:
The following was reported to hamilton medical ag: summary: per biomed, hospital staff was saying that during ventilation they were having constant loss of peep issues and could not clear them. They finally had to remove the patient from the vent and place them on another vent. Staff did not give biomed a lot of information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4)..

Event description:
The following was reported to hamilton medical ag: summary: per biomed, hospital staff was saying that during ventilation they were having constant loss of peep issues and could not clear them. They finally had to remove the patient from the vent and place them on another vent. Staff did not give biomed a lot of information.